Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during use with the clip delivery system, irregular movement was observed which has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was tortuous anatomy and the patient had previous cardiac surgery with an extremely large left atrium (la). The clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught in the anterior chordae. Troubleshooting was performed to release the clip from the chordae. The clip was inverted and retracted back to the la; however, the delivery catheter appeared to be bent and the cds moved completely anterior while steering with m-knob. The cds was removed and replaced. Two clips were implanted, reducing the mr to 1 with a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported bending of the delivery catheter (dc) shaft and sleeve steering issue were confirmed via returned device analysis. The reported clip caught on chordae (physical resistance in anatomy)could not be replicated in a testing environment. The investigation concluded that the dc shaft bend and subsequent difficulty positioning the cds were related to the bend in the actuator mandrel. Furthermore, the reported physical resistance was determined to be a result of tortuous patient anatomy, and was determined to have resulted in the dc shaft bend and sleeve steering issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.